Manufacturer narrative:
Received 1 partial opened/used simplera sensor, simplera serter not returned, and performed a visual inspection of the sensor flex any physical damage and found cracks on the electrode trace pathway. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was not able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), and using a digital multimeter it was found that the batteries voltage (2.75v). In conclusion: the customer complaint of lost communication was confirmed, due to the insufficient battery. Because the simplera sensor was opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter and a lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884xcu and mmt-5100clx. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884xcu. No product return is required for mmt-5100clx.